Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4.2 was grayed out on the map. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that every cubie in the drawer had gone missing, despite having several empty cubies available. The field service engineer (fse) checked all connections and retractor band and found that all connections were secured, and retractor band was in good condition but the indicator light on the pixie bus module controller was blinking. Since the fse was not aware which controller board was causing issue, fse replaced them as a set as one that resolved the issue. Fse reconfigured the drawer and ran the test for the drawer 4¿2 in the hardware test application and was successful. The fse completed general cleaning and inspection of the unit. Removed debris from behind the back panel, with pharmacy support assisting in retrieving medications that had fallen behind the med station. The system functioned as intended after the field service engineer repaired the device.